Manufacturer narrative:
When the global patient update setting is set to off, patients with the same mrn numbers would not be overwritten. The customer had requested that global patient update be switched back to the default setting off. The customer then requested to have all patient demographic edits done from 03/14/2016 through 04/14/2016. Merge support was able to provide the list of which information was changed. Customer will go through and fix the information.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and threedimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2016 the customer reported that the hl7 interface is overwriting patient information. It was found that the global patient update was turned on by an employee on site. This setting automatically defaults to off unless the settings are manually switched to on. This resulted in patient information being updated to the incorrect patient in their system when a duplicate mrn number occurred. This issue has a potential to lead to patient information being compromised or overwritten by a new study submission. There was no indication from the customer that there were any patients who were harmed due to this complaint. (B)(4).